Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged unexpected battery power loss (power loss alarm) found on 10/26/2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. No unexpected failed batt test (battery failed) alarm or power related alarms noted during testing. A review of the history files reveals there were two (2) power error 25 alarms 10/16/2021 at 14:00 and 10/25/2021 at 21:00, two (2) change battery faults (replace battery alert) on 10/16/2021 at 11:10 and 22:00, one (1) change battery fault (replace battery alert) on 10/26/2021 at 09:00, and one (1) failed batt test (battery failed) on 10/16/2021 at 11:22. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The adapt tool confirmed power error 25, low battery, and unexpected battery power faults were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due connector resistance at j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Power error 25, low battery, and power loss alarms are confirmed due to connector resistance on j6 /pcb 1.connector resistance at j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged unexpected battery power loss (power loss alarm) found on (B)(6) 2021. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. No unexpected failed batt test (battery failed) alarm or power related alarms noted during testing. A review of the history files reveals there were two (2) power error 25 alarms (B)(6) 2021 at 14:00 and (B)(6) 2021 at 21:00, two (2) change battery faults (replace battery alert) on (B)(6) 2021 at 11:10 and 22:00, one (1) change battery fault (replace battery alert) on (B)(6) 2021 at 09:00, and one (1) failed battery test (battery failed) on ? (B)(6) 2021 at 11:22. Insulin pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The adapt tool confirmed power error 25, low battery, and unexpected battery power faults were triggered when the battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due connector resistance at j6, electric board 1. After disconnecting and reconnecting the internal battery connector on j6, electric board 1, the insulin pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Power error 25, low battery, and power loss alarms are confirmed due to connector resistance on j6, electric board 1.connector resistance at j6, electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump loss alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. During troubleshoot, the customer received the power loss alarm again after inserting the new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.